Manufacturer narrative:
(B)(4)

Event description:
(Os 16.934). The dentist reported that 1 month after the dental implant was installed in intraoral region #30 it was verified its non osseointegration. Immediate load was not performed and patient presented bone type iii (the chosen implant was not appropriate for this type of bone).